Event description:
During a remote follow-up, the noise resulting in oversensing was likely due to either myopotentials or electromagnetic interference (emi) were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences.